Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion. Guide cath: launcher 6fr sl3.5 sh. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that the balloon catheter was prepared inside the patient anatomy. The rx trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported the procedure was to treat a moderately tortuosity, heavily calcified, eccentric with 90% stenosis in the left anterior descending (lad). The 2.5 x 12 mm rx trek balloon catheter was prepared inside the anatomy. The rx trek was advanced pre-dilatation; however, the balloon ruptured at first inflation at 10 atmospheres. There was no resistance advancing or removing the balloon catheter. A non-abbott balloon was used without a problem. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.